Event description:
The customer reported via phone call that they received a battery out limit alarm. Customer has changed their battery several times, but the alarm was recurring. The customer also reported a blank display occuring when they attempted to bolus. The customer also stated a battery out limit alarm would appear when they pressed the act button a few times. Customer's blood glucose was 147 mg/dl. Customer declined to troubleshoot for their blank display. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.